Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4): rhinoplasty with dr, (B)(6), the needle detaching from the thread. (B)(4): rhinoplasty with dr (B)(6), the needle detaching from the thread. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the source or name of person providing answers to follow-up questions: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional h11: please confirm: has any adverse event occurred to the patient or health professional? Adverse event: any undesirable health consequence associated with the use of a product. (Is it an ae?) No. Does the patient have any health condition that the doctor evaluated as aggravating the event? (Does the patient have a health condition that the surface evaluates as aggravating the event?) No.

Event description:
It was reported that a patient underwent a rhinoplasty procedure on (B)(6) 2025 and suture was used. During the procedure, there was a complaint of the two surgeons regarding the surgical thread mononylon 6-0 due to the needle detaching from the thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (b)(46). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: d4, g1, h11. Lot provided is incorrect. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.